Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that there were bolus deliveries recorded in the history for (B)(6) 2010 that she cannot explain. She reported that she observed more iob than expected and reviewed the bolus history for an explanation. The family member noted that there were boluses in the history that she did not program into the pump. She stated that the pt does not lock the pump and wore the pump in her leggings on this day; she denied damage to the rubber keypad and noted that all buttons are responding as usual. During the contact, the family member was noted to be a poor medical historian. She could not provide any blood glucose readings for the pt and said that the records were at the pt's school. The family member did not report blood glucose excursions.